Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) board part number 656810-21 due to powering up issues and tested the system. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the tower's monitor could not show full display on the screen. The power button kept flashing blue and was not able power on completely. The unit was taken to a programming station where it was confirmed to be bricked per document 1069151-01. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be a bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not complete the power-up process. During the call, system logs indicated that the console was not present at power-up. The event logs were incomplete, preventing further diagnosis at that time. Efforts to resolve the issue included power cycling, resetting all breakers, and trying different fiber ports, but the system still did not complete power-up. There was no report of patient involvement or reported injury.